Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units safety disk failed parts.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units safety disk failed parts. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, e1 (name & email), e2, e3, e4, g2, h6 (clinical & impact).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The fse that encountered the issue replaced the safety disk. The fse performed the preventative maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a safety disk, with a reported that the fails safety disk leak test. Performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the safety disk into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the safety disk in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that during the all manifold test the safety disk failed the leak, fill valve and membrane status test with the results of 16 mmhg, factory specification is +/- 6mmhg., looks like is a leak in the safety disk. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the safety disk in the failure analysis and testing department per procedure.